Event description:
Medtronic received information tha a rebar catheter was cracked. When the surgeon opened the package to check the consumables before surgery, he found cracks in the catheter tip end. For safety reasons, the procedure was completed after a new microcatheter (not medtronic) was replaced. The catheter was ruptured intact in the distal section. There was no other damage to the catheter. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated fon an aneurysm. The access vess was the femoral artery with a diameter of 6.1mm. Vessel tortuosity was normal. No patient symptosm or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the rebar-18 catheter body was found kinked at ~5.0cm and ~4.5cm from the catheter distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.